Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Due to over/under correction, the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
D4 - primary unique device identifier (UDI) # (B)(4) corrected to (B)(4). Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction with near vision fatigue. Due to over/under correction with near vision fatigue, the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event was reported as unknown. G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR h6 - 4581: over/under correction. Claim # (B)(4).